Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, a balloon rupture occurred. The extractor rx balloon was inserted into the biliary duct. When the physician attempted to extract the stone, the balloon ruptured. The balloon was removed intact. The procedure was completed with another extractor rx balloon. No patient complications occurred. Patient status is satisfactory.